Event description:
End user's daughter reports that end user hit bed at full speed, unsure if this was related to the joystick or not. End user had just been given clearance to use the chair again after receiving pacemaker. Both shins were deeply bruised, right leg healed on its own, on the left leg bruise was the size of a hand, bruise got hard and would not heal. End user was admitted to have surgery to remove blood clot on the left leg. Has had long recover process due to this injury. Surgery was done (B)(6) 2013. End user is still receiving wound care on that same leg from the injury.